Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (baclofen) at unknown c oncentration/dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient came in today with an empty pump and after they refilled and updated the pump it continued to alarm. Agent reviewed in formation around concurrent alarms and advised the hcp on how to silence the audible alarm with another pump update. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Section h7 and h9 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.